Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon transection od the artery on a robotic laparoscopic lung lobectomy, the stapler fired but the staples at the distal was not formed properly and there was a continued bleeding on the staple line. Another 30 mm was installed on the handle, pressed the green button to fire but the reload did not response. The handle was replaced but could not be fired successfully. It was stated that there was blood loss of 500 cc or more and required a blood transfusion. It was also stated that the incision wasextended for more than 1 inch due to the device problem. The robotic surgery was converted to a traditional open surgery by using another 30mm reload and a new handle.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Visual inspection of the returned products noted that the first and second reloads were fully fired. Microscopic evaluation noted that the first and second reloads had damage to the cutting edge of the knife blades. There were malformed staples left over on the first and second reloads cartridges. Visual inspection of the third reload indicated that it was fully fired. Staple pushers were visible at the zero cut line. There were formed staples left over on the third cartridge. Functionally, the reloads were loaded into a post market vigilance instrument, the interlocks were overridden, and the reloads were cycled without hesitation and were applied to test media. Test media was transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.